Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a minimally tortuous lad coronary artery, the maverick2 monorail balloon lost pressure at 7 atm's on the initial inflation. The maverick2 monorail balloon catheter was removed and replaced with a guidant crossall (size 2.5/20mm) balloon catheter to successfully complete the procedure. The patient was asymptomatic during this event. A 7f medikit introducer sheath, an athlete gt guidewire (size unknown), a 7f medtronic zuma2 jl3.5 guide catheter and an everest inflation device were also used in this case. Patient status is reported as 'good'.